Event description:
The customer complained that he missed an anti-s with biotestcell-i11. The customer reported that a patient with a known anti-c and an anti-s yielded a negative reaction with cell #3 of biotestcell-i11 on tango optimo. Cell #3 of biotestcell-i11 is c negative, but s positive. The customer returned the sample that had caused the false negative result, but none of the supposedly defective product was returned for investigational testing. Therefore our quality control laboratory tested the retained biotestcell-i11 sample with the patient sample. Cell #1, #3 and #9 are c negative, but s positive. All c positive reagent red blood cells reacted correctly positively. Cell #1 and #3 which are s positive also reacted correctly positively. Only cell #9 which is also s positive showed a negative reaction. The patient sample was also tested in the 3-phase tube technique and reacted negatively with s positive reagent red blood cells. The sample showed a weak positive reaction only with the enhancement of polyethylen glycol (peg). The patient sample also reacted negatively with a s positive reagent red blood cell in the gel method. Therefore our testings strongly suggest that the s antibody is a highly reactive antibody. There is an appropriate hint in the instruction for use, that no method is capable in detecting all antibodies. Our quality control laboratory also tested its retained biotestcell-i11sample with different negative and positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.